Manufacturer narrative:
The mayfield ultra base unit (a2101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the mayfield system on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2023-00067, 3004608878-2023-00069. A facility reported that the mayfield ultra base unit (a2101) slipped during a craniotomy procedure. Additional information received indicates that the patient did not "slip out of the mayfield" as recorded, but that the mayfield moved while the surgeon was preparing the patient for surgery. No patient injury has been reported; however, there was a delay of an extra 10 minutes for re-registering.